Manufacturer narrative:
There were no strips left to be returned.

Event description:
The customer stated that they do comparison testing to a laboratory sample for all high inr results obtained on the meter before reporting them out to the physician. The laboratory used the dade innovin reagent. For both patients the samples were taken within 3 minutes apart. It was reported that on one patient a result of 4.70 inr was obtained on the coaguchek xs (serial number (B)(4)) while the comparison laboratory result was 3.6 inr. On the second patient they used the same meter and obtained a result of 4.20 inr while the laboratory result was 3.2 inr. The reporter stated that these "patients only take coumadin for their inr". She does not think either patient has antiphospholipid antibodies. She believes the patient's coumadin doses were changed but there was no further information regarding the amount of the dose change or what result the dose change was based on. The customer does not have any further patient information for either of the comparisons. The suspect device was requested to be returned. However, there are no more strips form the vials that were used for the comparisons. Therefore, no strips will be returned.